Event description:
The device was returned for testing. During testing, a failure code 570:320:844:0000 was found in the pump's event history. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No add'l contact info was available.